Event description:
It was reported, during an implantation procedure, t-shock oversensing in ventricular channel was observed. The device was removed and no patient complications have been reported as a result of this event. Further information noted the physician finger was brushed over the grommet and more oversensing in v-channel was observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage.